Manufacturer narrative:
The lens was returned for evaluation. Microscopic examination found the lens missing the haptics and there was a tear on the optic. Based on all available information, the root cause for the reported event could not be determined.

Manufacturer narrative:
The lens is not available for evaluation. The device history record was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause for the reported event. No corrective action is necessary at this time.

Event description:
A user facility in the united states reported that a softport iol was explanted five 1/2 years post implant due to dislocation. Per the patient, no eye trauma was experienced prior to the event. The patient had noticed a decrease in their vision, but they were unsure if visual acuity decrease was due to branch retinal vein occlusions (brvo) or another issue. The dislocation was observed at a retinal follow-up appointment. The orientation of the lens changed, inferior/temporal dislocated pc iol. The iol optic was clear and free of debris/deposits. The lens was explanted two ½ weeks after the follow-up appointment and replaced with another model. The surgeon did not provide a likely cause of the event.